Event description:
It was reported that a um201 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that air leakage was found from balloon. After that the surgeon put some air in and the balloon broke. A new stapler was used to complete the case. There was no consequence to the pt.